Manufacturer narrative:
(B)(4).

Event description:
The complaint states that start sensor during session was reported. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.